Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: during investigation, a test battery cap had to be used due to the battery cap not being returned. The pump powered on to a blank display. Unrelated to the original complaint, evidence of moisture was found behind the display lens, and inside the battery compartment. A leak test was performed and failed due to a leak in the battery compartment crack. The pump case was removed to find evidence of moisture contamination on the display flex cable and connector. The blank display occurred due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture in the battery compartment. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.